Manufacturer narrative:
Upon reassessment of the event it was determined the known causes of death with this post surgery timeframe are related to infection and mom since these are not mom and post one year implant, we can eliminate our device. The report submitted initially needs to be voided.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001825034 - 2018 - 00524, 0001825034 - 2018 - 00525, 0001825034 - 2018 - 00526. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported patient expired 23 years post primary left hip total hip arthroplasty. No further information is available at this time.